Event description:
It was reported that a pump speaker is inoperable.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was confirmed that the audio function was not present. Further evaluation identified that the absence of audio was due to a failed input/output printed circuit board (I/o pcb). All visual functions performed as expected. The date of event is unk.